Event description:
Contact the gelflo rep about the air bubbles in the syringe when it is mixed [product preparation issue]. Air bubbles in the syringe when it is mixed [product reconstitution quality issue]. Case description: this is a spontaneous report from a contactable nurse via a pfizer sales representative. A patient of unspecified age and gender started to receive absorbable gelatin (gel-flow nt), via an unspecified route of administration and dosage, from an unspecified date, and for an unspecified indication. The patient's medical history and concomitant medications were not reported. Description of event: "gelflo was prepared by (name) and used by dr (name) on a patient. (Name) wants us to contact the gelflo rep about the air bubbles in the syringe when it is mixed. It forcefully squirts into the spinal canal and makes the patient jump. Not the first time it's happened". The action taken in response to the event and the patient outcome were unknown. The product quality complaint group provided an interim analysis that the severity of harm and/or reasonably suggest device malfunction has 'not been set' by the manufacturing site. (Name redacted) was not present and is only reporting what (name redacted) scrub tech observed during spinal procedure. Optional information: "I would just like to note that this is not my account but I have been helping the rep in charge of the account. This tech does not normally work in spine cases and has no experience putting this product together. If not likely prepared correctly, I have seen air bubbles develop in the syringe. I will be doing some follow up in-servicing at the account to ensure (name redacted) gets the proper instruction. Although dr. (Redacted) said that this was not the first time this happened, the team lead (name redacted) believes this was an isolated incidence. No harm came to the patient. Yes, that was a nurse who had never been in-serviced because she is not part of that spine team. She was filling in for someone else that day. The team lead, (redacted), wanted us to in-service only the staff who would be working with the product. I will also mention that the customer purchased the product and started utilizing initially on their own for a few weeks without any education or preparation instruction. (Name redacted) scheduled in-servicing when they allowed her to do so. They decided after a few weeks of use that they could use some help and instruction. They have been very happy, to our knowledge, with the product preparation and performance since the formal instruction. I am guessing that either that specific scrub was not in-serviced specifically, they forgot, or they were rushed." On 07aug2019, manufacturing site confirmed that there was no malfunction. On follow up on 04sep2019, an investigation report received. Complaint class was product appearance and complaint sub-class was bubbles/foamy -liquid. Root cause/CAPA: final confirmation status was not confirmed, not related to process and vendor. Other. Conclusion and approvals: the hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output appearance, hazardous situation: product is not applied, harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff, sub-class: non defect. Complaint history: a search within (name redacted) for gelflow (#) nces and complaints was performed. There have been no other complaints for this issue in the past 12 months ((B)(6) 2018-(B)(6) 019). There have been 242,058 devices (40,343 6-packs) manufactured during that same time frame. 2/242,058 = 0.0008%. Per ra1438 rg, "mixed powder is not deliverable through applicator tip with an average force of 15lbf or less" has an occurrence of 4 (>0.1% and less and equal 2%). A rate of 0.0008% is below this occurrence rate and therefore does not appear that a trend exists. Investigation summary: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified); nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified); reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. Probable cause: based off this information the cause of this issue is most likely user error due to lack of experience using this device. No additional action taken at this time. On (B)(6) 2019, additional information was received from the product quality complaints which now reports malfunction (previously no malfunction): the summary investigation states the report has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s3 and the record needs to be assessed by pfizer safety for MDR reporting. On (B)(6) 2019, conclusion: based on the complaint narrative, the trapped air bubbles in the syringe have a potential to cause air embolism in patients which may in turn block or reduce blood circulation. The patient was noted to startle when the solution was introduced into the spinal canal forcefully from the syringe. Mixing the product incorrectly may sometimes cause bubbles in the syringe. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. Severity of harm: s1. Follow-up (27jul2019): new information reported from the product quality complaints group includes: confirms reasonability to suggest a device malfunction as well as severity of harm were "not set;" and adds company representative comments. Follow-up (07aug2019): new information includes query response from manufacturing site: confirmed no malfunction, the previous "not-set" was clarified as interim analysis, state of "initial review & rationale in progress" in the complaint/vsi's investigation system. Follow-up (26aug2019): follow-up attempts are completed. No further information is expected. Follow-up (04sep2019): new information received from the product quality complaints group included: investigation report (no malfunction, hazard ID: h01-01, hazardous situation and investigation summary). Follow-up (09oct2019): new information includes clarification received from the product quality complaints group: confirmed severity of harm was s1. Additional information has been requested and will be provided as it becomes available. Follow-up (17oct2019): new information reported from the product quality complaints includes: investigation summary and reports malfunction with severity of harm s3 (previously reported as no malfunction and severity of harm as s1). Follow up attempts are completed. No further information is expected. Follow-up (21oct2019 and 25oct2019): new information received from a product quality complaint group and query response included: conclusion of no device malfunction (previously reported as malfunction and severity of harm as s3) and severity of harm s1.

Manufacturer narrative:
On 07aug2019, manufacturing site confirmed that there was no malfunction. On follow up on 04sep2019, an investigation report received. Complaint class was product appearance and complaint sub-class was bubbles/foamy -liquid. Root cause/CAPA: final confirmation status was not confirmed, not related to process and vendor. Other. Conclusion and approvals: the hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output appearance, hazardous situation: product is not applied, harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff, sub-class: non defect. Complaint history: a search within (name redacted) for gelflow (#) nces and complaints was performed. There have been no other complaints for this issue in the past 12 months ((B)(6) 2018- (B)(6) 2019). There have been (B)(4)(40,343 6- packs) manufactured during that same time frame. (B)(4). Per ra1438 rg, "mixed powder is not deliverable through applicator tip with an average force of 15lbf or less" has an occurrence of 4 (>0.1% and less and equal 2%). (B)(4) is below this occurrence rate and therefore does not appear that a trend exists. Investigation summary: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified); nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified); reviewed gel- flow nt cos and none were identified that would have been likely associated with the cause of the issue. Probable cause: based off this information the cause of this issue is most likely user error due to lack of experience using this device. No additional action taken at this time. On (B)(6) 2019, additional...

Event description:
Contact the gelflo rep about the air bubbles in the syringe when it is mixed [product preparation issue], air bubbles in the syringe when it is mixed [product reconstitution quality issue]. Case description: this is a spontaneous report from a contactable nurse via a pfizer sales representative. A patient of unspecified age and gender started to receive absorbable gelatin (gel-flow nt), via an unspecified route of administration and dosage, from an unspecified date, and for an unspecified indication. The patient's medical history and concomitant medications were not reported. Description of event: "gelflo was prepared by (name) and used by dr (name) on a patient. (Name) wants us to contact the gelflo rep about the air bubbles in the syringe when it is mixed. It forcefully squirts into the spinal canal and makes the patient jump. Not the first time it's happened". The action taken in response to the event and the patient outcome were unknown. The product quality complaint group provided an interim analysis that the severity of harm and/or reasonably suggest device malfunction has 'not been set' by the manufacturing site. (Name redacted) was not present and is only reporting what (name redacted) scrub tech observed during spinal procedure. Optional information: "I would just like to note that this is not my account but I have been helping the rep in charge of the account. This tech does not normally work in spine cases and has no experience putting this product together. If not likely prepared correctly, I have seen air bubbles develop in the syringe. I will be doing some follow up in-servicing at the account to ensure (name redacted) gets the proper instruction. Although dr. (Redacted) said that this was not the first time this happened, the team lead (name redacted) believes this was an isolated incidence. No harm came to the patient. Yes, that was a nurse who had never been in-serviced because she is not part of that spine team. She was filling in for someone else that day. The team lead, (redacted), wanted us to in-service only the staff who would be working with the product. I will also mention that the customer purchased the product and started utilizing initially on their own for a few weeks without any education or preparation instruction. (Name redacted) scheduled in-servicing when they allowed her to do so. They decided after a few weeks of use that they could use some help and instruction. They have been very happy, to our knowledge, with the product preparation and performance since the formal instruction. I am guessing that either that specific scrub was not in-serviced specifically, they forgot, or they were rushed." On 07aug2019, manufacturing site confirmed that there was no malfunction. On follow up on 04sep2019, an investigation report received. Complaint class was product appearance and complaint sub-class was bubbles/foamy -liquid. Root cause/CAPA: final confirmation status was not confirmed, not related to process and vendor. Other. Conclusion and approvals: the hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output appearance, hazardous situation: product is not applied, harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff, sub-class: non defect. Complaint history: a search within (name redacted) for gelflow (#) nces and complaints was performed. There have been no other complaints for this issue in the past 12 months ((B)(6) 2018-(B)(6) 2019). There have been 242,058 devices (40,343 6-packs) manufactured during that same time frame. (B)(4). Per ra1438 rg, "mixed powder is not deliverable through applicator tip with an average force of 15lbf or less" has an occurrence of (B)(4). (B)(4). Investigation summary: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified); nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified); reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. Probable cause: based off this information the cause of this issue is most likely user error due to lack of experience using this device. No additional action taken at this time. On 17oct2019, additional information was received from the product quality complaints which now reports malfunction (previously no malfunction): the summary investigation states the report has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s3 and the record needs to be assessed by pfizer safety for MDR reporting. On 21oct2019, conclusion: based on the complaint narrative, the trapped air bubbles in the syringe have a potential to cause air embolism in patients which may in turn block or reduce blood circulation. The patient was noted to startle when the solution was introduced into the spinal canal forcefully from the syringe. Mixing the product incorrectly may sometimes cause bubbles in the syringe. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. Severity of harm: s1. Follow-up (27jul2019): new information reported from the product quality complaints group includes: confirms reasonability to suggest a device malfunction as well as severity of harm were "not set;" and adds company representative comments. Follow-up (07aug2019): new information includes query response from manufacturing site: confirmed no malfunction, the previous "not-set" was clarified as interim analysis, state of "initial review & rationale in progress" in the complaint/vsi's investigation system. Follow-up (26aug2019): follow-up attempts are completed. No further information is expected. Follow-up (04sep2019): new information received from the product quality complaints group included: investigation report (no malfunction, hazard ID: h01-01, hazardous situation and investigation summary). Follow-up (09oct2019): new information includes clarification received from the product quality complaints group: confirmed severity of harm was s1. Additional information has been requested and will be provided as it becomes available. Follow-up (17oct2019): new information reported from the product quality complaints includes: investigation summary and reports malfunction with severity of harm s3 (previously reported as no malfunction and severity of harm as s1). Follow up attempts are completed. No further information is expected. Follow-up (21oct2019 and 25oct2019): new information received from a product quality complaint group and query response included: conclusion of no device malfunction (previously reported as malfunction and severity of harm as s3) and severity of harm s1. Company clinical evaluation comment: the reported "air bubbles in the syringe when it is mixed" coded as "product reconstitution quality issue" did not cause serious injury in this patient. This is a single near incident case which has a theoretical risk to cause serious injury, if it were to recur. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Near incident radio button ticked. Serious criteria for both events updated as intervention required.

Manufacturer narrative:
On 07aug2019, manufacturing site confirmed that there was no malfunction. On follow up on 04sep2019, an investigation report received. Complaint class was product appearance and complaint sub-class was bubbles/foamy -liquid. Root cause/CAPA: final confirmation status was not confirmed, not related to process and vendor. Other. Conclusion and approvals: the hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output appearance, hazardous situation: product is not applied, harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff, sub-class: non defect. Complaint history: a search within (name redacted) for gelflow (#) nces and complaints was performed. There have been no other complaints for this issue in the past 12 months ((B)(6) 2018- (B)(6) 2019). There have been 242,058 devices (40,343 6- packs) manufactured during that same time frame. 2(B)(4). Per ra1438 rg, "mixed powder is not deliverable through applicator tip with an average force of 15lbf or less". (B)(4). Investigation summary: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified); nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified); reviewed gel- flow nt cos and none were identified that would have been likely associated with the cause of the issue. Probable cause: based off this information the cause of this issue is most likely user error due to lack of experience using this device. No additional action taken at this time. On (B)(6) 2019, additional....

Manufacturer narrative:
On 07aug2019, manufacturing site confirmed that there was no malfunction. On follow up on 04sep2019, an investigation report received. Complaint class was product appearance and complaint sub-class was bubbles/foamy -liquid. Root cause/CAPA: final confirmation status was not confirmed, not related to process and vendor. Other. Conclusion and approvals: the hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output appearance, hazardous situation: product is not applied, harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff, sub-class: non defect. Complaint history: a search within (name redacted) for gelflow (#) nces and complaints was performed. There have been no other complaints for this issue in the past 12 months (jul2018-jul2019). (B)(4). Per (B)(4) rg, "mixed powder is not deliverable through applicator tip with an average force of 15lbf or less" has an occurrence of 4 (>0.1% and less and equal 2%). A rate of (B)(4) is below this occurrence rate and therefore does not appear that a trend exists. Investigation summary: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified); nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified); reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. Probable cause: based off this information the cause of this issue is most likely user error due to lack of experience using this device. No additional action taken at this time. On 17oct2019, additional.

Event description:
Contact the gelflo rep about the air bubbles in the syringe when it is mixed [product preparation issue] , air bubbles in the syringe when it is mixed [product reconstitution quality issue]. Case narrative:this is a spontaneous report from a contactable nurse via a (B)(4) sales representative. A patient of unspecified age and gender started to receive absorbable gelatin (gel-flow nt), via an unspecified route of administration and dosage, from an unspecified date, and for an unspecified indication. The patient's medical history and concomitant medications were not reported. Description of event: "gelflo was prepared by (name) and used by dr (name) on a patient. (Name) wants us to contact the gelflo rep about the air bubbles in the syringe when it is mixed. It forcefully squirts into the spinal canal and makes the patient jump. Not the first time it's happened". The action taken in response to the event and the patient outcome were unknown. The product quality complaint group provided an interim analysis that the severity of harm and/or reasonably suggest device malfunction has 'not been set' by the manufacturing site. (Name redacted) was not present and is only reporting what (name redacted) scrub tech observed during spinal procedure. Optional information: "I would just like to note that this is not my account but I have been helping the rep in charge of the account. This tech does not normally work in spine cases and has no experience putting this product together. If not likely prepared correctly, I have seen air bubbles develop in the syringe. I will be doing some follow up in-servicing at the account to ensure (name redacted) gets the proper instruction. Although dr. (Redacted) said that this was not the first time this happened, the team lead (name redacted) believes this was an isolated incidence. No harm came to the patient. Yes, that was a nurse who had never been in-serviced because she is not part of that spine team. She was filling in for someone else that day. The team lead, (redacted), wanted us to in-service only the staff who would be working with the product. I will also mention that the customer purchased the product and started utilizing initially on their own for a few weeks without any education or preparation instruction. (Name redacted) scheduled in-servicing when they allowed her to do so. They decided after a few weeks of use that they could use some help and instruction. They have been very happy, to our knowledge, with the product preparation and performance since the formal instruction. I am guessing that either that specific scrub was not in-serviced specifically, they forgot, or they were rushed." On 07aug2019, manufacturing site confirmed that there was no malfunction. On follow up on 04sep2019, an investigation report received. Complaint class was product appearance and complaint sub-class was bubbles/foamy -liquid. Root cause/CAPA: final confirmation status was not confirmed, not related to process and vendor. Other. Conclusion and approvals: the hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output appearance, hazardous situation: product is not applied, harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff, sub-class: non defect. Complaint history: a search within (name redacted) for gelflow (#) nces and complaints was performed. There have been no other complaints for this issue in the past 12 months (jul2018-jul2019). (B)(4). Per (B)(4) rg, "mixed powder is not deliverable through applicator tip with an average force of 15lbf or less" has an occurrence of 4 (>0.1% and less and equal 2%). A rate of (B)(4) is below this occurrence rate and therefore does not appear that a trend exists. Investigation summary: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified); nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified); reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. Probable cause: based off this information the cause of this issue is most likely user error due to lack of experience using this device. No additional action taken at this time. On 17oct2019, additional information was received from the product quality complaints which now reports malfunction (previously no malfunction): the summary investigation states the report has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s3 and the record needs to be assessed by pfizer safety for MDR reporting. Follow-up (27jul2019): new information reported from the product quality complaints group includes: confirms reasonability to suggest a device malfunction as well as severity of harm were "not set;" and adds company representative comments. Follow-up (07aug2019): new information includes query response from manufacturing site: confirmed no malfunction, the previous "not-set" was clarified as interim analysis, state of "initial review & rationale in progress" in the complaint/vsi's investigation system. Follow-up (26aug2019): follow-up attempts are completed. No further information is expected. Follow-up (04sep2019): new information received from the product quality complaints group included: investigation report (no malfunction, hazard ID: h01-01, hazardous situation and investigation summary). Follow-up (09oct2019): new information includes clarification received from the product quality complaints group: confirmed severity of harm was s1. Additional information has been requested and will be provided as it becomes available. Follow-up (17oct2019): new information reported from the product quality complaints includes: investigation summary and reports malfunction with severity of harm s3 (previously reported as no malfunction and severity of harm as s1). Follow up attempts are completed. No further information is expected. Company clinical evaluation comment: the reported "air bubbles in the syringe when it is mixed" coded as "product reconstitution quality issue" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury, if it were to recur., comment: the reported "air bubbles in the syringe when it is mixed" coded as "product reconstitution quality issue" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury, if it were to recur.

Event description:
Event verbatim [preferred term] contact the gelflo rep about the air bubbles in the syringe when it is mixed [product preparation issue], air bubbles in the syringe when it is mixed [product reconstitution quality issue], , narrative: this is a spontaneous report from a contactable nurse via a pfizer sales representative. A patient of unspecified age and gender started to receive absorbable gelatin (gel-flow nt), via an unspecified route of administration and dosage, from an unspecified date, and for an unspecified indication. The patient's medical history and concomitant medications were not reported. Description of event: "gelflo was prepared by (name) and used by dr (name) on a patient. (Name) wants us to contact the gelflo rep about the air bubbles in the syringe when it is mixed. It forcefully squirts into the spinal canal and makes the patient jump. Not the first time it's happened". The action taken in response to the event and the patient outcome were unknown. The product quality complaint group provided an interim analysis that the severity of harm and/or reasonably suggest device malfunction has 'not been set' by the manufacturing site. (Name redacted) was not present and is only reporting what (name redacted) scrub tech observed during spinal procedure. Optional information: "I would just like to note that this is not my account but I have been helping the rep in charge of the account. This tech does not normally work in spine cases and has no experience putting this product together. If not likely prepared correctly, I have seen air bubbles develop in the syringe. I will be doing some follow up in-servicing at the account to ensure (name redacted) gets the proper instruction. Although dr. (Redacted) said that this was not the first time this happened, the team lead (name redacted) believes this was an isolated incidence. No harm came to the patient. Yes, that was a nurse who had never been in-serviced because she is not part of that spine team. She was filling in for someone else that day. The team lead, (redacted), wanted us to in-service only the staff who would be working with the product. I will also mention that the customer purchased the product and started utilizing initially on their own for a few weeks without any education or preparation instruction. (Name redacted) scheduled in-servicing when they allowed her to do so. They decided after a few weeks of use that they could use some help and instruction. They have been very happy, to our knowledge, with the product preparation and performance since the formal instruction. I am guessing that either that specific scrub was not in-serviced specifically, they forgot, or they were rushed." On (B)(6) 2019, manufacturing site confirmed that there was no malfunction. On follow up on (B)(6) 2019, an investigation report received. Complaint class was product appearance and complaint sub-class was bubbles/foamy -liquid. Root cause/CAPA: final confirmation status was not confirmed, not related to process and vendor. Other. Conclusion and approvals: the hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output appearance, hazardous situation: product is not applied, harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff, sub-class: non defect. Complaint history: a search within (name redacted) for gelflow (#) nces and complaints was performed. There have been no other complaints for this issue in the past 12 months (jul2018-jul2019). There have been (B)(4) devices (B)(4) manufactured during that same time frame. 2/242,058 = 0.0008%. Per ra1438 rg, "mixed powder is not deliverable through applicator tip with an average force of 15lbf or less" has an occurrence of 4 (>0.1% and less and equal 2%). A rate of 0.0008% is below this occurrence rate and therefore does not appear that a trend exists. Investigation summary: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified); nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified); reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. Probable cause: based off this information the cause of this issue is most likely user error due to lack of experience using this device. No additional action taken at this time. On 17oct2019, additional information was received from the product quality complaints which now reports malfunction (previously no malfunction): the summary investigation states the report has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s3 and the record needs to be assessed by pfizer safety for MDR reporting. On 21oct2019, conclusion: based on the complaint narrative, the trapped air bubbles in the syringe have a potential to cause air embolism in patients which may in turn block or reduce blood circulation. The patient was noted to startle when the solution was introduced into the spinal canal forcefully from the syringe. Mixing the product incorrectly may sometimes cause bubbles in the syringe. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. Severity of harm: s1. Follow-up (27jul2019): new information reported from the product quality complaints group includes: confirms reasonability to suggest a device malfunction as well as severity of harm were "not set;" and adds company representative comments. Follow-up (07aug2019): new information includes query response from manufacturing site: confirmed no malfunction, the previous "not-set" was clarified as interim analysis, state of "initial review & rationale in progress" in the complaint/vsi's investigation system. Follow-up (26aug2019): follow-up attempts are completed. No further information is expected. Follow-up (04sep2019): new information received from the product quality complaints group included: investigation report (no malfunction, hazard ID: h01-01, hazardous situation and investigation summary). Follow-up (09oct2019): new information includes clarification received from the product quality complaints group: confirmed severity of harm was s1. Additional information has been requested and will be provided as it becomes available. Follow-up (17oct2019): new information reported from the product quality complaints includes: investigation summary and reports malfunction with severity of harm s3 (previously reported as no malfunction and severity of harm as s1). Follow up attempts are completed. No further information is expected. Follow-up (21oct2019 and 25oct2019): new information received from a product quality complaint group and query response included: conclusion of no device malfunction (previously reported as malfunction and severity of harm as s3) and severity of harm s1. Company clinical evaluation comment: the reported "air bubbles in the syringe when it is mixed" coded as "product reconstitution quality issue" did not cause serious injury in this patient. This is a single near incident case which has a theoretical risk to cause serious injury, if it were to recur. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Near incident radio button ticked. Serious criteria for both events updated as intervention required. Amendment: this is a follow-up report to notify us food and drug administration (FDA) that MFR report number and MFR report number 1810189-2019-00088 are duplicate. All subsequent follow-up information will be reported under MFR report number. MFR report number 1810189-2019-00088 is to be considered as deleted., comment: the reported "air bubbles in the syringe when it is mixed" coded as "product reconstitution quality issue" did not cause serious injury in this patient. This is a single near incident case which has a theoretical risk to cause serious injury, if it were to recur.

Manufacturer narrative:
On 07aug2019, manufacturing site confirmed that there was no malfunction. On follow up on 04sep2019, an investigation report received. Complaint class was product appearance and complaint sub-class was bubbles/foamy -liquid. Root cause/CAPA: final confirmation status was not confirmed, not related to process and vendor. Other. Conclusion and approvals: the hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output appearance, hazardous situation: product is not applied, harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff, sub-class: non defect. Complaint history: a search within (name redacted) for gelflow (#) nces and complaints was performed. There have been no other complaints for this issue in the past 12 months (jul2018-jul2019). There have been (B)(4) manufactured during that same time frame. 2/242,058 = 0.0008%. Per ra1438 rg, "mixed powder is not deliverable through applicator tip with an average force of 15lbf or less" has an occurrence of 4 (>0.1% and less and equal 2%). A rate of 0.0008% is below this occurrence rate and therefore does not appear that a trend exists. Investigation summary: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified); nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified); reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. Probable cause: based off this information the cause of this issue is most likely user error due to lack of experience using this device. No additional action taken at this time. On 17oct2019, additional information was received from the product quality complaints which now reports malfunction (previously no malfunction): the summary investigation states the report has reasonably suggest device malfunction and severity of harm=s3, s4, s5 or unknown. The severity of harm has been selected by the manufacturing site as s3 and the record needs to be assessed by pfizer safety for MDR reporting. On 21oct2019: based on the complaint narrative, the trapped air bubbles in the syringe have a potential to cause air embolism in patients which may in turn block or reduce blood circulation. The patient was noted to startle when the solution was introduced into the spinal canal forcefully from the syringe. Mixing the product incorrectly may sometimes cause bubbles in the syringe. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. Severity of harm: s1.